Event description:
It was reported that the right ventricular lead pin was unable to connect the device during a device change out procedure. The device was exchanged and the lead was able to insert without further complication. No patient symptoms were reported and the patient will continue to be monitored.